Event description:
It was reported that there was a broken switch on printed circuit board. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Original device history review is no longer applicable as device was manufactured in 2016. This is not reportable and not an out of box failure. Investigation does not implicate a service or manufacturing process. Visual inspection observed that the device was in good condition with two pressure cuffs. During functional testing, the customers reported complaint was confirmed. The root cause of the reported issue was found to be the interlock block micro switch was damaged. Replaced interlock block assembly, installed disposals and tempcheck test fixture. Powered on the device and checked all disposables/ tubes alarms. Installed digital pressure indicator and checked that the compressor. Performed 30 minute test run and measured temperature, which is within tolerance. Device passed all functional and electrical tests.